Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument moved poorly. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 08-jan-2026: there was no functional failure (i.e. Arcing, smoking, sparking, melting) observed that could lead to patient harm. The instrument opening and closing were not possible. The instrument did not exhibit loss of cautery or low/intermittent energy delivery. There were issues related to opening/closing of the grips but not with the left/right motion of the grips or up/down motion of the wrist. The instrument will be returned for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage at both the midpoint and the tip. This damage impeded proper opening and closing of the grips, consistent with the customer-reported issue of ¿moves poorly.¿ one blade edge exhibited an indentation, and no corrosion was observed on the cutting edge that could have contributed to the damage or cutting failure. When installed on an in-house system, the instrument failed the cut test, with the failure attributed to the damaged blade. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. Correction(s): d4. Lot number was updated to: k10250612 0293.